Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and a suture was used. Procedures are initiated, and the cup is closed with suture. At the time of closure, the ice needle is disassembled. The first laceration separates both structures and breaks the suture, thus increasing the patient's consumption and increasing the risk of cup dehiscence. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4) d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there any adverse consequences associated with the patient(s)? - how many devices demonstrated the alleged deficiency? - what is the total number of procedures reported in this complaint? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - how long, in minutes, did the surgery prolong? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - did wound dehiscence occur? - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 additional information was requested; the following was obtained: were there any adverse consequences associated with the patient(s)? No damage was determined. How many devices demonstrated the supposed deficiency? In total (B)(4) units. What is the total number of procedures reported in this complaint? 12 procedures have any of these events been previously reported to ethicon? If so, could you indicate the corresponding reference number or numbers? No. Were there any unexpected results or complications as a result of prolonged surgery time? Prolonged time due to changes how long, in minutes, was the surgery prolonged? 5. What tissue was suturing when the event occurred? Vaginal dome. Was additional dissection required in organs/tissues other than target tissue? No. Was there any changes in postoperative care of the patient due to prolongation of the procedure? No. Was there dehiscence of the wound? No. Was any medical or surgical intervention (product extraction; reoperation; resuture; recall; drainage) performed? If yes, please specify. No could you tell me if there was a prescription for steroids or antibiotics for patient recovery? If yes, provide the name of the drug, route and dose. No, only surgical prophylaxis (before the procedure). Could you make the attempt to follow up on the return of the product? Be sure to provide the tracking number of the shipment. Has already been handled and the units have already been picked up. Provide the source or name of the person providing the answers to follow-up questions: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Sixteen representative unopened samples were received for analysis. Product code vcp318h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. Following the sampling plan, a visual inspection was performed on thirteen samples. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.